Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio >7.5, lab 9.4. Date: the same day, inratio 2.4, lab 9.4. Date: the same day, inratio >7.5, lab 9.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio > 7.5, lab 9.4, mean: unable to determined, confidence limits: unable to be determined. Date: the same day, inratio 2.4, lab 9.4, mean 5.9. Confidence limits unable to determined. Date: the same day, inratio > 7.5, lab 9.4, mean:confidence limits unable to be determined .per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 3 data sets, the confidence limits cannot be determined. For the 1st and 3rd data set, both inr values are greater than 5.0, so the readings in considered accurate based on "area outside the acceptance region" table. For the 2nd data set, the reading in considered accurate based on. "Area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot 070057: first test inr = > 7.5, second test inr = 2.4, third test = > 7.5. Mean = unable to be determined; sd = unable to be determined; %cv = unable to be determined. The %cv is unable to be determined. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.